Manufacturer narrative:
The iq577 laser (B)(4) identified in the complaint was rec'd by iridex on (B)(4) 2014, and was tested to the parameters reported by the user facility. Power: 300mw (port 1 & port 2), 400mw (port 1 & port 2). Duration: 0.150 sec. Scanner sport size: 300mm. Treatment mode: single spot. Shot count: 570 shots. Contact lens: (B)(4) (used during treatment). Add'l testing was performed at 300 and 400 mw power on port 1 and port 2 with the customer supplied footswitch, and no problems were detected during the testing. The presets were reviewed for the proper naming convention...no symbols, upper and lower case letters and 0-9 numbers. Console fan noise was the only problem duplicated, and the top cover fan was replaced. As the user facility reports that the patient's eye is better but not fully recovered, iridex will continue to f/u with the facility regarding the patient's status.

Event description:
User facility reports that patient was treated on (B)(6) 2013, for diabetic retinopathy using iridex iq577 laser system (sn (B)(4)) in single spot mode. No add'l procedures were performed. Prior to the procedure, the patient had rec'd avastin injections on (B)(6) 2013. The patient rec'd a sector pan-retinal treatment, 570 shots at a normal energy level. One week later, the patient's eye showed a severe reaction (swollen choroid and submacular fluid). At return f/u visits to the treating physician's office, the patient was given steroid drops and mydriatica. The user facility reports that the choroidal detachment has almost disappeared, and that the patient continues to recover.